Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The gore field sales associate (fsa) reported the following: on (B)(6) 2024, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. Reportedly after stage one deployment of the conformable trunk-ipsilateral leg endoprosthesis, the graft did not open all the way. It appeared something was still attached to the graft and every time the delivery catheter was moved, the top of what appeared to be attached, moved distally also. Upon final deployment of the conformable trunk-ipsilateral leg endoprosthesis the graft migrated distally (amount is unknown) during the deployment. A proximal type I endoleak was observed. A conformable aortic extender was endoprosthesis was implanted at proximal end of conformable trunk-ipsilateral leg endoprosthesis, and this partially covered the left renal artery. The renal artery was stented. The endoleak was resolved. The patient tolerated the procedure. Reportedly the patient had tortuous anatomy and the aortic neck was angled at 60-70 degrees. There was no calcium or thrombus present in the aortic neck. A amplatz super stiff¿ guidewire was being used for the procedure. The root cause for what was moving the device is unknown. The delivery catheter of the conformable trunk-ipsilateral leg endoprosthesis will be returned to gore for an engineering evaluation.